Manufacturer narrative:
Log files was reviewed,no technical faults was found. Pre-op tests were performed and the device ran on test lung without any problems. Issue could not be duplicated.

Event description:
Hamilton medical ag received the following incident description: ventilator was alarming "change flow sensor". I changed it and got it to pass, but then the ventilator alarmed "disconnection at ventilator side" and turn the flow sensor. Everything on the circuit was fine and patient was ventilating. Patient removed from this ventilator and it didn`t happen with new ventilator.

Event description:
Hamilton medical ag received the following incident description: ventilator was alarming "change flow sensor". I changed it and got it to pass, but then the ventilator alarmed "disconnection at ventilator side" and turn the flow sensor. Everything on the circuit was fine and patient was ventilating. Patient removed from this ventilator and it didn`t happen with new ventilator.

Manufacturer narrative:
Log files was reviewed,no technical faults was found. Pre-op tests were performed and the device ran on test lung without any problems. Issue could not be duplicated. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.